Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the reported quantity involved was 4, and that the event occurred several times. Did 4 sutures break during one or multiple procedures? During one procedure. If the sutures broke during multiple procedures, please provide the following information: n/a. Total number of procedures? Procedure name(s) and date(s). Adverse patient consequence and any subsequence medical/surgical intervention. Have any of the events been previously reported to ethicon? If so, provide the respective reference number(s). No further information will be provided.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2018 and a barbed suture was used. During the procedure, the suture broke during continuous suturing. There were no adverse consequences to the patient. No additional information was available. .